Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining a result of 548 mg/dl on aviva system 1 compared back to back with a result of 179 mg/dl on aviva system 2 when testing was performed within 10 minutes. Reporter stated that he took 20 units of novolog based on the 548 mg/dl result and then self-treated with food and glucose gel when he began to feel hypoglycemic. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.